Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and missing display window. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to damaged lcd glass.

Event description:
Customer's father reported via phone call that the device was dropped and the screen came off. Customer's blood glucose was 335 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.